Event description:
Complainant alleged that while attempting to defibrillate a patient, the device would not power up. Complainant indicated that, the clinician obtained another device to continue treating the patient. Complainant indicated that, the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.